Manufacturer narrative:
The turbid returned sample was visually inspected and the drain bag was detached from the cassette cover due to saturation. Inspection of the sample found no obvious defects that would have contributed to the reported event. The cassette was tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the bss bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned cassette was evaluated and aspiration functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each lot is verified that all required inspections have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse informed a company representative that during the phacoemulsification phase of a cataract procedure, the aspiration was weak. The phaco handpiece and infusion sleeve were checked with no improvement. The issue was resolved by replacing the cassette with a new one and the procedure was completed. There was no harm to the patient.